Manufacturer narrative:
Concomitant products: product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that following the replacement of an implantable neurostimulator (ins) that consistently high impedances of ¿>40000¿ ohms were found intra-operatively. Impedance testing performed prior to replacement found ¿normal¿ impedances. The parkinson¿s disease patient¿s extension was removed, cleaned, and reinserted and was swapped with the patient¿s other extension; however, the ¿high impedance followed with that extension.¿ the impedances remained ¿>40000¿ ohms when tested with a multilead trialing cable. ¿further exploratory surgery¿ was conducted as a result; whereby the patient¿s cranial lead was disconnected and directly tested. The patient¿s cranial lead was found to have had ¿normal impedance levels.¿ the patient¿s extension was consequently removed and replaced as a result. Impedance testing performed ¿on the table¿ after the replacement found ¿normal¿ impedances. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the extension found ¿broken conductors for circuits #0 and #3 at the distal edge of connector #0 at 2.4 cm from the proximal end.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.